Event description:
It was reported that the patient presented for a scheduled bi-ventricular generator upgrade procedure. During the procedure, the physician pulled the atrial lead slack while gaining venous access. While attempting to push back the lead, it dislodged and was confirmed via fluoroscopy. The lead was retrieved and replaced with a new one. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and lead slack issue. Final analysis found as received, a complete lead was returned in one piece with the helix stretched/ damaged consistent with procedural damage and clogged with blood. Helix mechanism/extension length test was unable to perform due to the helix being damaged, as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.